Manufacturer narrative:
The actual device was not returned to the factory for evaluation as the field service engineer (fse) was already onsite, tested the device and there was no trouble found with the assy plate mount and the m3002a backside connection in question. There were no signs of wear or breakage on the connection. The fse stated that the customer did not click it in correctly to secure a safe mounting of the device. Only one side of the securing connections was clicked in correctly on a picture the fse took during his onsite service. The fse stated that there was no product malfunction and therefore there are no parts to be replaced. The fse instructed the customer to make sure that the device is correctly clicked in the mounting as intended. The problem was solved by instructing the customer by the fse to correctly click in the device in the mounting which is considered as all that is warranted for this issue. This issue does not represent a product/part failure, no part number has been entered in the parts failed grid. The product remains at the customer site. This issue was resolved by instructing the customer. There was no trouble found with the mounting connection. The fse stated that the customer did not click it in correctly on both sides to secure a safe mounting of the device, the enhancement request the customer mentioned was no longer in question. Additionally, the available information from this report does not support that this failure represents a systemic, design, or labeling problem. No further investigation or action is warranted.

Event description:
The customer reported that "during use, the m3002a dropped out of the mount due to a vibration when transfer. It hit the patient's head, then the patient had some subcutaneous bleeding. The patient was subjected to mr examination, but no abnormalities considered to be caused by this case have been reported.